Event description:
During a transfemoral tavr procedure, following bav, the patient became hemodynamically unstable. Despite resuscitative efforts, the patient's condition did not recover and the patient expired. The procedure was performed in the cath lab under mac sedation. Ppm placed without complication. The bav was performed with a 23x4cm edwards bav balloon with no difficulties or complications seen on fluoroscopy. However, following bav/pacing, the patient¿s blood pressure did not recover. Immediate transthoracic echo was performed, which showed no sign of pericardial effusion. Aortic insufficiency was present but did not appear to be severe. However, mitral regurgitation appeared to be moderate- severe, which was worse than prior to procedure. The patient was given epinephrine with no improvement in blood pressure. The patient continued to decline as standard acls protocols were initiated. The patient was intubated, and additional pressors were given (epinephrine and levophed). The patient went into ventricular tachycardia and subsequently ventricular fibrillation. The patient was defibrillated and CPR was started. Resuscitation efforts continued for approximately 23 minutes, with the patient continuing to receive CPR, defibrillation, vasopressors and amiodarone. The lca was selectively injected during this time, which showed no sign of coronary occlusion. An impella was placed in the patient¿s right groin. As the patient's condition was deteriorating, the physicians evaluated for pericardial effusion, severe aortic insufficiency, coronary occlusion, and wire entrapment in the papillary muscles of the mitral valve and none of these complications were present. The 2 implanting cardiologists and cardiothoracic surgeon discussed after the case, and the best that they could determine is that the patient had a low reserve and could not tolerate the increase in mitral regurgitation and aortic insufficiency following pacing/ bav.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the implant physician¿s attributed the event to the patient¿s lack of cardiac reserve, and inability to tolerate increased aortic and mitral regurgitation after valvuloplasty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.